Event description:
It was reported that during a procedure performed on (B)(6) 2015, the tip of the reform polyaxial driver ((B)(4)) broke when inserting a reform 7.5 x 45mm polyaxial pedicle screw ((B)(4)) into the vertebral body at l4. The tip of the driver remained in the head of the polyaxial screw. The screw was removed and replaced with another screw and driver that were readily available.

Manufacturer narrative:
: Engineering evaluation of the returned device determined the root cause of the tip fracture is attributed to the driver not being fully seated in the polyaxial screw at the time of fracture. The plastic outer sleeve of the assembly has been modified to mitigate the occurrence of the user unthreading the outer secure shaft from the tulip. This change was implemented on (B)(6) 2014. Additionally, a design change on the thread-form of the reform polyaxial screw was implemented (B)(6) 2014 to reduce the amount of thread-washout, thus reducing the insertion torque, to mitigate failures due to the aforementioned condition. The reported lot number was manufactured prior to these changes. Review of manufacturing history records found a total of 24 pieces of this lot were released for distribution on (B)(6) 2013, with no deviation or anomalies. A 2-yr complaint history review found three (3) previous reports of this nature for the reported lot. As design modifications were initiated subsequent to the manufacture of the reported lot, the need for additional corrective actions was not indicated.